Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. The stylet self-activated during functional testing, and upon disassembly it was noted that the left bumper was bent. Therefore, the investigation is confirmed for the identified self-activation. However, the reported priming issues will remain inconclusive as functional testing could not be completed due to the identified self-activation. The definitive root cause could not be determined based upon the available information. It is unknown if procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for an ultrasound-guided kidney biopsy the first slide of the device was allegedly unable to be primed intermittently and the second slide was allegedly unable to be primed. The device was not dry fired. Another device was used to complete the procedure. There was no patient involvement.